Manufacturer narrative:
One tapered screw-vent implant (tsv6b11) was returned for investigation. Visual evaluation of the as returned implant identified that the device was in good condition and had no apparent malfunction. Functional testing could not be performed for the reported failure (paresthesia). Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Pre-existing condition noted on the per is low bone density type iii. The reported device was placed on tooth #30 (universal) for approximately 4 days. X-ray and picture images were not provided. DHR review for the lot (1235907) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1235907) and no similar event or complaint was found. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical/physiological conditions were nonverifiable. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician error - improper case planning or improper techniques used in poor bone quality area (patient bone density: low - type iii).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Additional 510k number: k013227.

Event description:
It was reported that implant was removed due to patient was experiencing paresthesia after few days of placement. Tooth location 30.